Event description:
The customer reported the subject device would not insufflate. The reported issue occurred during esophagogastroscopy. The intended procedure was completed using the subject device. There was no clinically relevant extension of the procedure. There was no patient or user injury reported due to the event. The subject device was reportedly inspected prior to the procedure and no anomalies were observed. The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was observed the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material in nozzle).

Manufacturer narrative:
During inspection and testing, the reported issue (does not insufflate) was confirmed and found to be caused by a clogged nozzle. It was observed the amount of air/water contact was out of specification, and the water removal ability was out of specification, due to clogged nozzle. In addition to clogged nozzle, service found there was a pinhole on the switch button #1, the grip was shaved, the forceps channel port was dented, the air/water cylinder was discolored, the suction cylinder was discolored, the right/left angulation knob was scratched, the switch box was dented, the rfid (radio-frequency identification) data could not be read due to ID (identification) data malfunction of the scope ID, the insulation resistance value at distal end was out of specification due to peeled adhesive on the bending section cover, the light guide lens was cracked, the connecting tube was wrinkled, and the universal cord was buckled. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the nozzle was clogged with foreign material. Olympus will continue to monitor field performance for this device.